Event description:
It was reported that this inflatable penile prosthesis (ipp) was unable to deflate. It was noted that there was not much fluid left in the system. The existing device was explanted and replaced. There were no patient complications reported.